Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as the distal end of the instrument did not exhibit evidence of arcing. The monopolar curved scissors (mcs) instrument was disassembled and inspected for char marks on blades, hypotubes, conductor wire, and inside the tube extension but no signs of arcing was found. Instrument passed electrical continuity testing. An additional observation not reported by the site was that the tube extension exhibited mechanical damage from instrument collision and as a result the orange coating was removed. An additional observation not reported by the site was that the instrument main tube, right above the peeking ring exhibited micro fissure on the distal end. MFR report 2955842-2013-03247 was submitted to the FDA regarding the tip cover accessory. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the monopolar curved scissors (mcs)instrument burnt through the tip cover accessory. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. Customer indicated that the tip cover accessory will not be returned to intuitive surgical inc. (Isi), as the accessory was disgareded.